Event description:
6fr straight cath kit. The urine was leaking from the area that was supposed to be sealed, where the catheter is attached to the bag. The area appeared faulty. (Ripped/torn). No harm to patient.